Event description:
Dealer advised unit alarming after running for 15 minutes and just received back from (B)(4) for same issue for the rental unit. No injury. Dealer could not provide any further information.